Manufacturer narrative:
Event date is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had back pain about 4 days ago, so they took tylenol, put on a patch that had meds, and used an old heating pad with vibration. It was reported that two days ago they had an electric shock going into their groin, like a lightning strike. It was noted that this did not happen while using the heating pad, but that it had happened three different times. It was further stated that it had also happened the day before they called, and the day of the call; once when they were in bed, and once while walking. It was noted that it was a sharp pain, like appendicitis or gallbladder pain, though they had had their gallbladder out, and it could take you down to the ground. It was stated that they couldn¿t go to the doctor due to the pandemic, so they would try to lower the stim and see if that helped. They commented that the device had been great so far, so if they did not get symptom relief with lower stim, they would increase it back to where it was, and that they could go to the hospital if it continued. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked if lowering stimulation resolved the pain and shocking and they responded: decreased stimulation by 10 points.